Manufacturer narrative:
Unit received no button response due to corroded keypad traces. Unit received with broken battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive. Customer stated that the button previously had to be pressed multiple times to get a response. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 197 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.